Manufacturer narrative:
The call ended before the meter serial number could be obtained. Customer service attempted to contact the customer or advocate after the initial call, but the advocate stated it was not a good time to talk. It's not possible to determined the manufacture date without the serial number.

Event description:
The advocate called regarding the customer's breeze2 meter. She stated the screen would go blank after a test strip was presented and the customer was unable to test his blood glucose. A week before calling, the customer was taken to the hospital because he was unable to get a reading. The hospital tested his blood glucose and rec'd a reading over 500 mg/dl. The advocate did not provide any additional information about the event. A local pharmacy replaced the customer's meter. The pharmacy is to return the other meter for evaluation.